Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a sore on her chest. The patient went to the hospital for further evaluation of the sore. The patient ended use of the lifevest and the patient's medical outcome is unknown.